Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue on the cycler. Issue occurred in step 8 of treatment complete. Pressed ok, stop, and the screen remained blank. Patient rebooted cycler and the ok and stop keys lit up but screen remained blank. Replaced cycler due to blank screen issue. The technical support representative issued the cycler replacement. Upon review of a letter it was determined that the patient was able to complete treatment via manual exchanges without any adverse event and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue on the cycler. Issue occurred in step 8 of setup. Pressed ok, stop, and the screen remained blank. Patient rebooted cycler and the ok and stop keys lit up but screen remained blank. Replaced cycler due to blank screen issue. The technical support representative issued the cycler replacement. Upon review of a letter it was determined that the patient was able to complete treatment via manual exchanges without any adverse event and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.